Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer stated that her blood glucose value dropped down in the range of 30mg/dl. Customer would eat a fruit, snacks or granola bar. She drank 32oz and blood glucose value went up to 130mg/dl. Customer refused to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 2 opened or used partial insertion needles and performed visual inspection and checked both insertion needles for burrs or hooks and dull needle tip defects and none was found. Both insertion needles passed per specifications. Missing 2 sensors. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).